Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient developed an infection. Antibiotics were administered with out success. The system was explanted. The patient was recovering. No other patient symptoms were reported.